Event description:
Additional information was received including diagnostic results from (B)(6) 2011, which also showed high impedance with a dc/dc = 7. Follow up revealed that the patient's mood started to deteriorate before her dental surgery. The patient was awake the entire time of the surgery and did not have retraction of her face or flexion of her head/neck during the procedure. There was no equipment or contact with her left anterior chest during the dental procedure, etc. The psychiatrist therefore feels that the lead break was unlikely related to the surgery. No other manipulation of her head and neck (i.e. Yoga/stretching, chiropractic work, message, trauma, etc) was thought to have occurred. The deterioration in mood is believed to be related to the high impedance. Revision has not occurred to date.

Event description:
Analysis on the lead was completed on (B)(6) 2012. Note that the majority of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device, however only a small portion of the lead was returned.

Event description:
It was reported that the patient had high impedance on system and normal mode diagnostics test performed by two different physicians; normal mode diagnostics on (B)(6) 2012 and system mode diagnostics on (B)(6) 2012. The patient also reported a slight deterioration in mood, still improved over her pre-vns baseline which has occurred over the previous few weeks. The physician indicated that the patient underwent a dental procedure approximately 5 weeks prior. It was stated that the magnet was used to disabled the device, and when the magnet was removed the patient no longer had voice alterations with stimulation. During the procedure the patient's neck was hyper flexed. It is unknown if this procedure led to the high impedance however, the physician stated that there was no other known cause. X-rays have been requested however they have not been sent to the manufacturer to date. An x-ray assessment was however received from another physician. The assessment did not identify any lead discontinuities; however this has not been confirmed as the x-rays have not been reviewed by the manufacturer. Attempts for additional information are in progress.

Event description:
Additional information was received indicating that the patient underwent a full revision (B)(6) 2012. The generator and lead were returned to the manufacturer on (B)(6) 2012. Analysis on the generator was completed and approved on (B)(6) 2012 and the generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Analysis on the lead is not yet complete.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure was suspected, however this was not confirmed through product analysis as only a small portion of the lead was returned.

Event description:
X-rays were received and reviewed. The generator was seen in the left chest. The filter feedthroughs were intact and the lead appeared to be intact at the lead pin. The lead pin could be visualized past the second connector block indicating that the pin was fully inserted. There did not appear to be any lead behind the generator. The lead was seen traveling upwards towards the head. A lead fracture was identified in the lead body. The fracture appeared to be in the neck region. There were no acute angles seen in the visible portions of the lead. Additional fractures or micro-fractures cannot be ruled out. The patient had been referred for replacement; however revision has not occurred to date. Attempts for additional information have been unsuccessful to date.